Event description:
The hospital perfusionist reported an issue encountered with an mps2 console prior to use in a surgery. The perfusionist stated that the console, which had been primed, powered off while in recirculation mode, so he turned the power switch off and back on but the unit would not power on. He stated the procedure was delayed by approximately 1.5 hours while they obtained another console from another facility. The patient was sedated but not yet asleep. The procedure was completed with no patient complications reported. The console was returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation of the console could not duplicate the reported complaint condition. The console was opened and checked for defects or damage but none were found. Power supply was checked and all connections on the power supply were checked for proper installation. The console was functionally tested several times and never failed or powered off. The unit was primed multiple times and then left to run in recirculation mode for 20 minutes at a time with no failures. All testing was done with original power cord. A continuity check was done on power cord without issues. Console passed all testing.